Manufacturer narrative:
(B)(4).

Event description:
It was reported that poor sensing and high capture threshold were observed during an attempted implant. During repositioning, helix issue was noted. The ra lead was discarded and replaced with another ra lead. There will be no adverse consequences to the patient. The patient was good before and after the procedure.